Manufacturer narrative:
Corrected h3.

Manufacturer narrative:
According to the facility on (B)(6) 2026, "infant was undergoing a routine circumcision. A 1.6 gomco clamp from centurion was examined prior to starting procedure and had no visible abnormalities (particularly there was no gap between the base plate and bell and the hooking arm beneath the bolt did not touch the base plate when bolt was tightened.) Normal protocol was followed. Gomco was applied as normally done without issues and foreskin was removed. Once it was time to remove the clamp, the clamp was picked up and it immediately became detached from the penis. This was quite unexpected and free-flowing bleeding immediately started. What is supposed to happen is the bolt would be unscrewed, the hooking arm loosens and is removed which allows the base plate to be removed, freeing the bell which is usually still attached to the remaining foreskin. Due to the copious amount of bleeding, I could not tell if the edge of the foreskin had been crushed due to the amount of bleeding. It took 5-6 pieces of surgicel and application of a pressure dressing for over an hour to achieve hemostasis. I suspect the infant lost at least 5ml of blood. Patient was seen (B)(6) 2026 and circumcision site was healing well. Infant was also doing well. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted. If additional information becomes available this report will be reopened and reevaluated.

Event description:
According to the facility on (B)(6) 2026, "infant was undergoing a routine circumcision. A 1.6 gomco clamp from centurion was examined prior to starting procedure and had no visible abnormalities (particularly there was no gap between the base plate and bell and the hooking arm beneath the bolt did not touch the base plate when bolt was tightened.).